Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual testing was performed and found a damaged(detached) downstream occlusion (dso) seal and the battery compartment. Customer did not complaint of any problems. Functional testing performed but had no findings. The dso seal will be replaced.

Event description:
It was reported that the device needed repair. Upon device analysis it was found that the downstream occlusion seal was damaged. The battery compartment was also found damaged. There was unknown patient involvement.